Event description:
It was reported that the cot was missing the following items; the in ambulance shut off, safety hook, and the restraint straps. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The power cot (6506) allegedly arrived at the customer site without items, in-ambulance shutoff assembly, safety hook, and ems restraints due to a shipping error in which these components were not delivered. These items were replaced and sent to the customer.

Event description:
It was reported that the cot was missing the following items; the in ambulance shut off, safety hook, and the restraint straps. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.